Event description:
Information was received from a company representative (rep) regarding a unknown patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for unknown indication for use. The company rep reported that his partner was currently in a case where the surgeon accidentally cut the 8709 catheter in the spine segment. The company rep asked if there was any catheter revision kit available.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# unknown: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the company representative (rep) and confirmed with the account that the patient was having a pump replacement, during the pump replacement they found that the catheter was not flowing properly so the doctor started cutting off certain sections to see if it would start flowing at any point. He cut all the way down until about 3 cm were left on the whole catheter and got flow. The hcp asked if the company rep had a piece that connected to that so he did not have to run a whole new catheter and re-tap her spine with a new catheter. The company rep told the hcp they did not have the 8598a that they needed for the 8709 catheter because they do not make them anymore to their knowledge. The doctor got very upset that he was going to have to run a whole new catheter and made the company rep get their manager involved to prove that they did not actively make those parts anymore and they just had what are left in the field. The result was he replaced the catheter with a new 8780 and the patient started receiving great therapy again.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who provided the patient¿s name and device information. It was also included that the cause of the catheter not flowing was not determined. [Note: with the patient/device information, it was determined that this event was also reported in manufacturer¿s report number 3004 209178-2024-18682 which said.¿information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (unknown concentration and dose) via an implantable pump. It was reported at the patients most recent refill there was too much med ication in the pump, indicating a pump failure. It had then been decided to proceed to the operating room for exploration and possible replacement. In the operating room they attempted to access the pump and 5 ml of yellow fluid aspirated and sent for culture. They then proceeded with the exploration surgery. The incisions were opened up and the old pump was removed from the pocket. There had been no evidence of infection or seroma and the gram stain resulted with no white blood cells or bacteria. They then attempted to aspirate the pump and no cerebrospinal fluid could be aspirated indicating a catheter obstruction. At this time the old pump was disconnected from the catheter and the proximal catheter had been cut. The then dissected the spinal segment and cut approximately7 cm from the fascia. There was then brisk cerebrospinal fluid flow indicating the obstruction occurred distal of where they cut the catheter. They then attempted to remove the abdominal portion however the catheter broke leaving a portion abandoned. A new catheter was then attached to the pump and implanted without issue.¿ the pump was delivering baclofen.] Any additional information regarding this event will be reported in this manufacturer¿s report.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# j10965r60 serial# implanted: (B)(6) 2002, explanted: (B)(6) 2024,product type catheter product ID 8578 lot# serial(B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2024, product type catheter h11 ¿ the correct manufacturing site ID for this event is 3004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 codes have been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.